Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun avitum internal report (B)(4). This MDR report is being filled retrospectively. Please refer to attached letter to file for details explaining the reason for late filling. During the review of service data, b. Braun avitum identified a service call that was performed on 01/06/2016. During this call, the customer reported that the patient uf goal was not met during a therapy on the dialog+ dialysis machine (sn (B)(6). According to the same report, the patient did not show any symptoms. During the service call, the b. Braun technician calibrated the uf pump, tested it and found uf removal to be within tolerance. After a follow up call with the facility to obtain additional information about the incident, the biomed reported that details about the amount of uf deviation were not available. Due to the time lapse, the trend data record of the complained therapy was no longer available for investigation. Based on the information received from the b. Braun technician, the uf deviation is most likely have been associated with the uf pump calibration. However, there are other factors that can contribute to uf deviations, such as, the patient weighing procedure or food and drink intake during dialysis. During this investigation, b. Braun avitum also discovered that the dialog machine sn (B)(6) was impacted by a recall that b. Braun avitum initiated on april 1, 2016. This recall is associated with reports of cracks in the conductivity sensors, which can also potentially cause uf deviations. After a review of the recall acknowledgement documentation received from this facility and b. Braun avitum service records for the inspection of this machine, it has been determined that the conductivity sensors on this machine continue to operate as intended without any deviations. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: dialog evolution #(B)(4) v9.12 wtc 3048 uf set goal not meet. Calibrated uf pump and tested. Uf removal within allowed tolerance. No patient harm.